Event description:
A customer observed imprecise phyt qc results on a vitros 250 and a vitros 5, 1 fs chemistry system. Biased results of the direction and magnitude observed on a patient specimen may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
The definitive root cause of the imprecise phyt qc results could not be determined. The cause of the biased phyt results was most likely due to unacceptable phyt slide storage and handling as a result of a freezer that was not operating correctly. The investigation found no evidence that an analyser malfunction contributed to the biased phyt qc results, and that both vitros system are operating as intended. The customer has observed stable performance since putting an alternate phyt slide lot into use.